Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The sheath separated from the hub as the user was attempting to retrieve the filter. ((B)(4)) a second device was used and the same issue occurred. ((B)(4)) a third device was used (sheath and snare) to successfully retrieve the filter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, and quality control was conducted during the investigation. Photographic images provided confirm introducer sheath hub detachment. The user states that two devices from different lot had the same issue, which could indicate that the user used excessive force. This is supported by the crumbling of the sheaths observed on one of the provided images. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the IFU warns that excessive force should not be exerted. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Without additional information it is not possible to investigate the root cause any further, and the root cause is concluded to be the use of excessive forced. We will continue to monitor for similar complaints.

Event description:
The sheath separated from the hub as the user was attempting to retrieve the filter. ((B)(4)-1820334-2016-00551). A second device was used and the same issue occurred. ((B)(4)-1820334-2016-00556). A third device was used (sheath and snare) to successfully retrieve the filter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.